Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported on behalf of the user facility that after the catheter was connected to a pac-1 cable, the monitor displayed the message "check catheter connection." The catheter was connected to a second monitor, and the same message was displayed.